Manufacturer narrative:
Product ID: 3389-28, lot# 0208779289, implanted: (B)(6) 2014, product type: lead; product ID: 3389-28, lot# 0208779287, implanted: (B)(6) 2014, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the hcp of the clinical study. The patient was under clinical observation until spontaneous remission of the hematoma. "Tc encephalo" showed hematoma. The event resolved without sequelae on (B)(6) 2015. No further complications are anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: product ID: neu_unknown_lead, lot/serial#: unknown, product type: lead. Product ID: neu_unknown_lead, serial/lot #: unknown, UDI#: asku. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a health care provider (hcp) of a clinical study regarding a patient who was implanted with a neurostimulator (ins) for unknown indications for use. The patient experienced marked drowsiness after surgery. Post-operative imaging showed evidence of frontal subdural hematoma. Etiology was described as not related to device and related to implant procedure/surgery/anesthesia. Interventions included in-patient hospitalization, but no other actions taken. The event was resolved without sequelae. No further complications are anticipated.